Manufacturer narrative:
A philips remote service engineer spoke with the customer and learned that staff could not hear alarms on the extra speakers to the central placed in the hallways. However, prior to dispatch, the customer notified a philips field service engineer that the cable not connected tightly. The issue was confirmed. The issue was resolved after re-securing the audio cable.

Event description:
Philips received a complaint on the patient information center ix indicating that there were no alarms in the hallways. The device was in clinical use on a patient at the time of the event. No adverse event was reported.